Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse followed up with the customer over the phone to address the reported event. Fse instructed the customer on how to replace the pump check valves. Retention time was now 0.59-0.61 minutes, consistent with specifications. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 05sep2017 through aware date (B)(6) 2018. There were two similar complaints identified during the search period. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why: on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. The most probable cause of the reported event was due to faulty pump check valves.

Event description:
The customer called to report retention times between 0.54-0-0.67 minutes with the g8 analyzer. The customer stated that they adjusted the flow rate from 1.13 ml/ min to 1.05 ml/ min. Technical support (ts) instructed the customer to adjust the flow rate to 1.09 ml/ min and run five whole blood samples, but retention times were still not in range. The customer faxed the chromatographs to ts for review. Review of the chromatographs showed a sample run at 18:59 with a rt 0.54 minutes, and then another run at 19:01 with rt 0.66 minutes. The customer was going to try another column while waiting for service to be dispatched to address the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.